Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, the sapien 3 valve "became stuck" in an evar-stent when advanced towards the native aortic valve. After several attempts and maneuvers the valve was free but the balloon was damaged and not able to be inflated. "The valve was advanced into the left ventricle and was removed via apical access from the ventricle and the patient". A 26mm sapien 3 was placed in the patient via transapical approach, "with great success and without complications". The balloon leakage was attributed to the pre-existing evar stent.

Manufacturer narrative:
Additional information: due to the product and/or photograph not returned for evaluation the complaint of ¿balloon damage¿ and ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. A review of complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the complaint event. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed and therefore, the root cause was is unable to be determined. Based on the complaint description, the reported event is most likely related to patient and procedural factors. As reported, the valve became stuck in an evar-stent during advancement. Attempts to free the valve most likely led to the balloon damage and movement of the valve as the device was manipulated and handled in an attempt to free the valve. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of ¿balloon damage¿ and ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information supports that patient or procedural factors may have contributed to the event. No labeling or IFU/training inadequacies have been identified and a review of the complaint history for the month of january 2016 revealed that occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.